Event description:
The customer contacted philips to report that the "equipment is sparking." The customer did not specify where the equipment is sparking. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.